Event description:
It was reported that the patient experienced increased pain "due to failed delivery of drug." There was an obstruction within the catheter. The patient was hospitalized. The severity of the event was determined to be moderate. It was further reported that on (B)(6) 2011, the catheter was explanted and it was noted there was a surgical revision of "pump site intervention." The outcome was reported as an ongoing event. It was also reported that the patient recovered without sequelae. The drug in the pump at the time of the event was lioresal. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).